Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were damaged during the loading sequence. Customer's blood glucose was within range (value not provided). Customer changed the syringe needle to resolve the issue.